Manufacturer narrative:
Gehc service personnel ordered and replaced the collimator iris pot. Adjusted collimator and verified proper operation of system.

Event description:
Customer reported that an error code was displayed at every first boot. Bad iris pot.